Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated fields: a2, a4-a6, b5-b7, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: lenses of polished light and error 218 the complaint is not confirmed. The most probable cause of the complaint is no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: lenses of polished light and error 218 likely due to damaged cable and ccd (charge coupled device). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a b30 error message. The issue was identified during inspection. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a b30 error message. There were no reports of patient harm.